Manufacturer narrative:
Model number/catalog number:sc-2317-70, serial number: (B)(4), batch/lot number: 7017622, model/catalog description:infinion cx lead kit, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. X-ray was taken and showed that the were lead migrated. The patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing inadequate stimulation. X-ray was taken and showed that the were lead migrated. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-2317-70 (B)(6). Device evaluation indicated that a continuity test and x-ray inspection confirmed that two cables (e3 and e16) were fractured within the distal array. No cables were exposed at the site. Typical cable fractures in the distal array could be introduced during the explant procedure when the lead was being pulled out with force. Hence, the probable cause selected for this failure is unintended use error caused or contributed to event. Sc-2317-70 (B)(6). Device evaluation indicated that a visual inspection of the lead revealed multiple cables were exposed at the distal array. A continuity test showed 6 cables are open. X-ray inspection confirmed that cable fractures are present at the y-junction site and also within the proximal array. Typical cable fractures could be introduced during the explant procedure when the lead was being pulled out with force. Hence, the probable cause selected for this failure is unintended use error caused or contributed to event.